Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 400 mg/dl. The customer treated with manual injections. Customer's blood glucose value was 169 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. Customer did not complete troubleshooting for high readings. The cannula was found bent and advised customer to change the infusion set and monitor the situation. The product was not returned for analysis.